Event description:
Per the clinic, the patient developed an infection and a skin breakdown at the implant site. Subsequently, the patient was treated with oral and topical antibiotics. The patient underwent a procedure to have the site cleaned on (B)(6) 2023. The implanted device remains.